Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found insulation abrasion at 11.0 -11.2 from the connector pin breaching the outer insulation and exposing the outer coil. Abrasions are consistent with friction with another implantable device.

Event description:
This report is to advise of an event observed during analysis.